Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon indicated the 8mm vessel sealer was not sealing efficiently or effectively. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Surgeon only indicated it was sealing appropriately. No delay was observed. Instrument had insufficient seal. Unable to access cut function. Vessel sealer did not work at all. No errors occurred. No one noticed any issues with the audibles. Customer could not access audible tones for seal complete. Surgeon indicated it was not sealing as it should have. Instrument was returned and there were no photos or videos. Unable to access information related to tissue tension or bleeding. Jaws did not come into contact with clips, sutures or other metal objects. No indications anything was wrong with the instrument prior to use. Customer could not access information involving jaws immersed in liquid.